Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "f_6" was confirmed. Service determined that the cause was due to a depleted/defective main battery, which was replaced to resolve the issue.

Event description:
This is a case report received on (B)(6) 2012, by baxter (B)(4) technician from a customer. It was reported that on (B)(6) 2012 a pump with code 2m8063f; serial number (B)(4) presented the alarm f_6. Process step was not indicated. There was no patient involved, no medical injury or adverse event reported. Additional information is not expected. Sample available for evaluation. The sample was evaluated on (B)(4) 2012 this report was received by local complaint coordinator on (B)(4) 2013. (B)(4). On (B)(6) 2012 the customer reported a flogard pump with an alarm f6. It is unknown if this event occurred during patient use. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.